Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold observed. Deformation observed. White particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Aware date of supplemental medwatch 1 should have been listed as 09nov2023.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.